Manufacturer narrative:
During a preventive maintenance visit, the fse was attempting to move the couch and hit his left hand against the corner of the couch table while maneuvering in the narrow space between the couch table and the wall. The following day he was seen in the emergency department, for a complaint of increased pain. Investigation is in progress.

Event description:
During a preventive maintenance visit, the fse was attempting to move the couch and hit his left hand against the corner of the couch table while maneuvering in the narrow space between the couch table and the wall. The following day he was seen in the emergency department, for a complaint of increased pain.

Manufacturer narrative:
During a preventive maintenance visit, the fse was attempting to move the couch and hit his left hand against the corner of the couch table while maneuvering in the narrow space between the couch table and the wall. The following day he was seen in the emergency department, for a complaint of increased pain. The clearance between the couch table and the wall is within design specifications. No design defect with the couch has been identified. This was simply an accident that occurred from the fse not paying proper attention to the surroundings. A frequency analysis was conducted by the complaints team and this was the only instance since 2021 of a field engineer reporting an issue with a finger injury related to the couch. In conclusion, no system defect was identified. It has been determined that no compliance issue exists regarding this event. No further actions are required.